Event description:
Patient reported left side "painful lumps". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: painful lumps.

Event description:
Patient reported via regulatory agency left side "painful lumps around the implants and in the armpits" and rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 the reason for reoperation: rupture.